Manufacturer narrative:
The contact¿s name or phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the attachment device overheated after a few minutes of use. According to the reporter, the surgeon could not hold the device. It was not reported if there were and delays to the surgical procedure. A spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The brand name was documented as 11cm angle attachment in the initial report. The brand name has been updated as 11cm medium, qd angled attachment. The catalog number was documented as qd11 in the initial report. The catalog number has been updated to qd11-g1. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. An assessment was performed on the device which determined the unit meets all manufacturers specifications. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.